Event description:
The report stated that during an ladg procedure, the surgeon experienced partial coagulation and oozing although an end tone, indicating a completed seal, was heard. Additionally, the device was difficult to open and stuck on tissue. Device was able to be removed from tissue by pulling it off with no bleeding and no tissue damage. Another device was used to complete the procedure without incident. There was no injury to the patient.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.